Event description:
Pump reported to have delivered intermittently. No other info has been available from reporting party. No incident report was filed at the hosp.

Manufacturer narrative:
Section f10 completed by baxter. Eval by baxter revealed that this reported condition was not confirmed. Intermittent delivery was not found in the lab testing. The pump met specification for rate and volume delivery. Internal inspection revealed that it had been externally serviced using non stock screws which caused internal cracking. There is also evidence that the device has been dropped and required servicing.